Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had a black screen and would keep crashing. The programmer passed all testing. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a black screen and would keep crashing. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: further analysis indicated that a review of the error logs confirmed the customer comment. The log files showed a system error occurrence around the same time of the notify date, and the error is indicative of a system hang accompanied by an error, which would be presented on a black screen. If information is provided in the future, a supplemental report will be issued.